Manufacturer narrative:
Product event # (B)(4). Method: product not being returned to manufacturer for analysis. Method: product not being returned to manufacturer for analysis. Method: product not being returned to manufacturer for analysis. (B)(4).

Event description:
Surgeon said he had post-op flap necrosis on larger breasted women with the use of plasmablade that he never had with a bovie. Surgeon stopped using the pb.